Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 116-375 mg/dl. Customer experienced dizziness and a loss of consciousness that caused customer to fall, hit head and suffer a brain bleed. The customer went to the emergency room and was subsequently hospitalized. Treatment was administered via intravenous insulin and saline, glucose, and medication to stop brain bleed. Computed tomography (CT) scan was also performed. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved, however customer reportedly experienced unspecified brain damage.